Event description:
Consumer's spouse called to report surgery for a needle in his stomach. He will be going to boston hosp for needle removal.

Manufacturer narrative:
Product has not been returned to date. Unable to conduct quality investigation, however batch history review was performed; no issues identified that would have contributed to the reported condition. Complaint history check performed on this lot yielded no other complaints related to this type of incident. On similar complaints where product has been returned, examination revealed that the cause of the break was ductile fracture, which normally occurs as a result of bending and restraightening of the needle, usually indicative of consumer reuse.